Event description:
It was reported the subject device had green fluid coming from the tip. This issue occurred during reprocessing. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h4, h6, h11. The device was not returned to olympus for inspection, and the reported failure was not confirmed. Since the device was not returned and the malfunction was not reproduced, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.